Event description:
Caller stated that he sought medical attention on (B)(6) 2023 around 6:30-7:00pm at home. Caller stated that the end-user checked his blood glucose with the prodigy meter and received a result of 49mg/dl. A normal result for him for that time of day is usually around 150mg/dl. Caller stated that the end-user became shaky nonverbal and unable to stay awake after testing so she called paramedics. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived within 10-15 minutes, tested the end-users blood glucose with their meter, and received a result of 37mg/dl. The end-user was transported to (B)(6). Caller stated that when he arrived at the hospital his blood glucose was 37mg/dl. Caller stated that the end-user was given a glucose IV and was admitted to the hospital for two days. Caller stated that the end-user was told to use 30units of lantus and sliding scale (was not provided) caller stated that when he was discharged his blood glucose was 75mg/dl. No additional information was provided.